Manufacturer narrative:
(B)(4). B5 describe event or problem - correction. Correction to the following statement in the initial MDR, "on approximately, the patient experienced weakness, and loss of consciousness." H2 correction.

Event description:
On approximately (B)(6) 2025, the patient experienced weakness, and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately, the patient experienced weakness, and loss of consciousness. The cgm reading was 177 mg/dl when the symptoms occurred. The wife called the emergencies but did not provide any treatment. When a fingerstick was taken by the paramedics the cgm was reading 177 mg/dl and the blood glucose reading was 25 mg/dl. The patient received intravenous treatment with dextrose. When the patient regained consciousness, they drank orange juice. The paramedics stayed with the patient for an hour and a half and left when the patient was stable. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.